Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted via ambulance and non responsive. The pt was initially found with the lvad pump disconnected from power. Due to constant alarming during transport to the hospital, they were not able to obtain any history. Pt was admitted.